Event description:
Customer reported that battery depleted too quickly, lasting only 48 hours. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional information regarding the outcome was received.